Event description:
Clinical study same case as MDR 6000089-2005-00376, and 00377. 314 days after a coronary artery drug eluting stenting procedure the patient experienced a q wave (inferior) myocardial infarction (mi) from instent diffuse stenosis of the right coronary artery (prox rca). In 2004, the first lesion being treated was a 3.5mm, 100% stenosed lesion in the mid rca. The lesion was predilated. The physician placed a taxus express2 8.8% 3.5x 24 drug eluting stent without complication. The second lesion being treated was a 3.5 mm, 100% stenosed, moderately calcified proximal rca lesion. The lesion was predilated. The physician placed a taxus express2 8.8% 3.5 x 8 mm drug eluting stent without complication. The patient was discharged in the next day receiving plavix, lipitor, and asa. The patient was then readmitted in about 10 months later with mi. The patient underwent target vessel reintervention with a cypher stent for instent restenosis of the proximal rca. The patient was discharged in the next day.